Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was unable to deliver a bolus because they received a message saying that the bolus failed. Customer's parent stated that the customer's blood glucose has been high because they cannot give a bolus. Customer was constantly having no delivery alarms, high blood glucose, and a motor error alarm. Customer was unable to complete the pump rewind. Customer was stuck in the rewind/prime process and was unable to troubleshoot for their high blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.